Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarm s233 (overtemperature-psc) and the device was hot to the touch. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
Initial testing and investigation found the device passed the self test. A s233 (overtemperature-psc) malfunction alarm was found in the device history but was not duplicated during testing. Additional testing found the device cooling fan was rotating slowly. The cause of the customer's reported s233 malfunction alarm and the device being hot to touch was due to a broken cooling fan. This was found to be due to fan mishandling by the fan supplier. This report represents all the info known by the reporter upon query by hospira personnel.